Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported the target missed. The surgeon elected to finish the procedure freehand.

Manufacturer narrative:
Please not corrections to h6 conclusion code. The alleged event, instrument - misdrilling, was not confirmed since no item was returned because still in use. Review of labelling, CAPA databases and risk analysis did not identify any new discrepancies. There are no open actions in place related to the reported event for the subject product. The batch record and raw material certificate could not be reviewed because the affected device was not returned and the lot number was not communicated. It was reported ¿targeted missed.¿ the sales rep reported: ¿ in lieu of forcing the jig to work he elected to remove the targeter and finish freehand. There was no deficiency with the system." The labelling points out ¿before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other¿¿ reading the rep¿s reply it was concluded the event was not caused by a deficiency of the device, which still is in use, but was rather caused by a potential lack of knowledge. With above information the cause of the event was regarded as user related event - not product related.

Event description:
It was reported the target missed. The surgeon elected to finish the procedure freehand.